Event description:
Olympus med systems corp (omsc) was informed that during an unspecified procedure 4 needles did not work correctly. They worked before being inserted into the endoscope but once inserted they failed to open and close. One of the needles could not be retracted into the sheath and it caused a perforation of the channel of the endoscope. The doctor completed the procedure with a similar device. There was no report of pt injury regarding this event.

Manufacturer narrative:
The subject devices were not returned to omsc for investigation. The exact cause of the user's report could not be conclusively determined. Omsc assumes that insertion portion of the device was deformed and it caused the failure to extend the needle. The instruction manual warns users that "straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated." This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00291, 292, 293.